Manufacturer narrative:
H10: the device along with both rings was received for evaluation. Visual inspection revealed one ring was still intact in the jaw assembly and the other ring was free floating and was not intact in the jaw assembly. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rings of a 2.5mm coupler device dislodged out of the wing jaw assembly. This occurred during an unspecified patient surgery. Another coupler was used to finish the procedure and the patient was reported to be ¿doing well¿. There was no patient injury or medical intervention associated with this event. No additional information is available.